Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that there was no capture on the left ventricular lead and it was found to have dislodged into the superior vena cava. The patient was scheduled for a procedure and the left ventricular lead was extracted and replaced. The atrial and right ventricular lead remained in position with normal parameters and slack on these leads was improved during the procedure. There were no complications. The patient was stable and discharged.